Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.